Manufacturer narrative:
H3 other text : suspect product discarded.

Event description:
On (B)(6) 2023, a patient (pt) in japan called to report a new acuvue® oasys® brand contact lens (cl) caused severe pain in the right eye (od) on (B)(6) 2023. The pt reported the od pain persisted after removing the suspect cl. On (B)(6) 2023, the pt visited an eye care professional (ecp) who diagnosed ¿staining in the eye.¿ the pt was instructed to discontinue cl wear until ¿it was healed.¿ the pt was prescribed diquas eye drops six times daily; levofloxacin eye drops four times a day (qid); and tarvid ointment twice a day (bid), morning and night. On (B)(6) 2023, the pt provided additional information. On (B)(6) 2023, the pt visited an ecp and was diagnosed with staining in the eye. The pt was instructed to discontinue cl wear until it healed. No medication was prescribed. The pt advised the correct diagnosis is unknown, but advised there is ¿large staining.¿ the pt will return to the ecp on (B)(6) 2023. The pt is currently experiencing od eye pain. On (B)(6) 2023, the pt¿s treating ecp provided additional medical information. The pt presented to the clinic for the initial visit on (B)(6) 2023. Diagnosis: od corneal ulcer; location: between central and peripheral area; size: od, rather small (approximately 1 to 2 mm); infection: na; va: not measured; medication: diquas 6 times daily; levofloxacin qid; and tarvid ointment morning and night. The pt was advised to discontinue cl wear until improved. A return visit was instructed on (B)(6) 2023. Follow-up (fu) visit: (B)(6) 2023: the pt was instructed to return on (B)(6) 2023. No additional medical information was provided. On (B)(6) 2023, the pt provided additional information. The pt reported foreign body sensation is persistent. On (B)(6) 2023, the pt returned for an ecp visit. The pt was diagnosed with staining in the eye. No instruction was given to discontinue cl wear. The pt was prescribed diquas lx three times a day (tid) and advised to return if the pt had aeven slight discomfort. The pt declined further follow-up. On (B)(6) 2023, the pt¿s treating ecp provided additional information. On (B)(6) 2023, the event was noted as recovered. No instructed was given to discontinue cl wear. No return visit was instructed. No additional medical information has been received. No additional medical information is expected. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number l005w18 was produced under normal conditions. The od suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.